Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and it was found that during manufacturing, five bladders were found to be missing silicone. Equipment was corrected, placed back in service, and training was performed. Visual inspection of the unit noted two white particles (0.9 and 1.0 mm in size), floating in the fluid of the reservoir. The particles were in the fluid path. The particles were identified to be acrylic material via fourier transform infrared spectrophotometer scanning. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that they found particles in the 5-fu solution in a filled folfusor elastomeric device before use on an unknown date. There was no patient involvement, patient injury, adverse event, or medical intervention associated with this event. No additional information was provided.